Manufacturer narrative:
The pump was unable to prime during the prime test due to a cracked end cap. The pump was unable to perform the occlusion, basic occlusion or excessive no delivery tests due to pump being unable to prime. The pump also had a cracked case at the display window corner, a cracked reservoir tube lip, cracked battery tube threads, a missing end cap sticker and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device spattered insulin during fill tubing. Customer's blood glucose was 240 mg/dl. Customer had lost consciousness while being in the car. Customer was evacuated to the nearest hospital. Customer agreed to return the device for analysis.